Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the attached x-ray images confirmed the reported allegation. A root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2013 via tha with shortened osteotomy with s-rom-a for the patient's right hip joint. The implanted cup was manufactured by competitor. It was reported that the surgeon found breakage of distal point of the stem by x-ray on (B)(6) 2020. According to a x-ray photo taken two years ago, the crack on the stem was found. The patient had no symptoms, and the surgeon thought no harms, so the surgeon will observe the progress. No further information is available.